Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the pfa procedure, after completing the cti line the ablation catheter was replaced by the mapping catheter and, while mapping, an increase in bleed back was noted. The mapping catheter was switched out and an attempt was made to flush, but it was noted that only air was coming in. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.